Manufacturer narrative:
Device received with blank display due to moisture damage on electronics assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that the insulin pump had blank display as it was exposed to fluid. Customer's blood glucose level was 146 mg/dl at the time of incident. Customer stated they can see fluid under the lcd. Customer stated the insulin pump was not dropped. Customer stated there are cracks in the insulin pump. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.